Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis, and the doctor would like to have someone to check the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.